Manufacturer narrative:
Initial.

Event description:
It was reported that after connecting a replacement ilet, the user experienced hyperglycemia with continuous glucose monitor (cgm) reading ¿high¿ and a glucometer value of 423 mg/dl, attributed to not using alternative therapy while the ilet was off during the replacement, with no specific device component implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem, and improper or incorrect method related to failure to follow instructions, with no applicable component identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.